Manufacturer narrative:
The glp technical group performed a review of the issue for the glp tk end cv fu2 (list number 06q42-02). Based on the available information within the complaint text and ticket system, glp technical group concluded there were no other tickets found to be similar to the current issue; no adverse trend was identified. The abbott automation solutions (aas) technical group performed an investigation based on the complaint information and the provided track logs. Aas reviewed the timeline within the logs and found that the associated track sample manager (tsm) correctly managed the tube priorities. The routing of the samples appeared to be prioritized depending on various scenarios such as position, entry scan, freed queue slots, etc. Based on the information provided, no further actions will be performed due to the glp systems track performing as intended. Based on the complaint, the information suggests that no malfunction occurred, and no systemic issue or product deficiency was identified for glp tk end cv fu2 (list number 06q42-02), serial (B)(6) .

Event description:
The customer reported that sid (B)(6) specimen scheduled as preferred priority run as normal priority on glp track system. The glp tracked delayed to run preferred priority specimen. The priority rules setup in tsm software which runs and controls the glp track. Those priority rule setup by the abbott rep. That rule did not work per setting normal-preferred for sid (B)(6) . That cause delayed in reporting and treatment/medication. There is no further information regarding delayed or missed treatment. No further impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported that sid (B)(6) specimen scheduled as preferred priority run as normal priority on glp track system. The glp tracked delayed to run preferred priority specimen. The priority rules setup in tsm software which runs and controls the glp track. Those priority rule setup by the abbott rep. That rule did not work per setting normal-preferred for sid (B)(6). That cause delayed in reporting and treatment/medication. There is no further information regarding delayed or missed treatment. No further impact to patient management.